Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID#: (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. Around on (B)(6) 2026, the patient's lead impedance decreased rapidly. It was noted that around that time, the device turned while the patient was waking up and the patient manually turned it back. The device was tested and constantly passed compliance and stim was experienced once. Therapy was still being delivered, however the patient reported being more tired in a timeframe that coincides with the impedance drop. An x-ray was ordered and the images revealed that the ipg dropped inferior to the chest wall, as well as multiple coils in the lead near the header of the ipg. A lead revision occurred on (B)(6) 2026. The damaged lead and the ipg were explanted and a new generator and lead were implanted.